Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm has no power when attempted with batteries. However, the alarm powers on by a 9v ac adaptor and the voice message does not sound, only a clicking noise is heard. When tested for tone only, alarm sounds as it should. The moisture indicator has been exposed to moisture and there is battery leakage on the battery contacts. (B)(4).

Event description:
Customer reported the alarm will not power on, batteries have been replaced with a new supply. Customer reported it was found during set up prior to placing into use with a pt. No pt incident or injury was reported.